Event description:
A pt reported experiencing inaccurate erratic results with a otp meter. The pt's blood glucose results were 16mg/dl, 60mg/dl, 56mg/dl. Tests were done within < 10 minutes with a difference of 26mg/dl. Pt did not experience any adverse events. No further info has been reported.